Manufacturer narrative:
This event is clearly a user technique issue; our affiliate has met with the surgeon, and the correct user protocol for the use of the complaint device has been reinforced. After these 3 incidents, the surgeon plainly realizes the importance of the correct device setup standards for this device and has since these events followed those standards. The patient was treated with burn ointment, did not require any hospitalization and is doing fine. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Other 2 same incidents are 1221934-2013-00217 and 1221934-2013-00218.

Event description:
Our affiliate is reporting to us that on three separate arthroscopic shoulder repair procedures with the use of vapr cp90 electrodes, the patients sustained burns on their forearms. It appears that, for whatever reason, the surgeon/staff did not hook up the electrodes¿ suction tube to any collection device; in other words the hot saline solution was exiting the unsecured suction tubing onto the patient¿s forearm. It took some time for them to figure out the root cause for the burns; by happenstance, one of the staff had some of the exiting hot fluid drip onto their surgical glove, at which point they understood the problem. They are now hooking up the suction tube of the cp90 electrodes to the fluid management system. Complaint devices discarded at user facility.